Event description:
The article, "left atrial appendage closure in patients with hereditary hemorrhagic telangiectasia and atrial fibrillation: a prospective study and systematic review", was reviewed. This research article is a prospective single-center experience to evaluate the efficacy and safety of percutaneous left atrial appendage closure (laac) with a simplified regimen in hereditary hemorrhagic telangiectasia (hht) patients and compare the results with what had been previously reported. The devices included in this study were amplatzer amulet and watchman. The article concluded that percutaneous laac appeared to be a safe and potentially effective strategy for preventing ischemic stroke in hht patients with atrial fibrillation (af). [The primary and corresponding author was (B)(6).] This study included all patients with af and a definite hht diagnosis from (B)(6) 2011 to (B)(6) 2024. A total of 23 patients were included in the study, of which 73.9% (17) received an abbott device. The average age was 72.52 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, dyslipidemia, heart failure disease, lung disease, cancer history, atrial fibrillation, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, dyslipidemia, heart failure disease, lung disease, cancer history, atrial fibrillation, and prior stroke. Complications reported included pericardial effusion, stroke, bleeding, unexpected medical intervention (medication required), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: left atrial appendage closure in patients with hereditary hemorrhagic telangiectasia and atrial fibrillation: a prospective study and systematic review. B3: event date was estimated. B2: death date was estimated. D4: the UDI number is not known as the part and lot number were not provided.